Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the tissue pad fell off into the patient. They continued to use the device for a couple of minutes after the tissue pad had fallen off. It is unknown if the tissue pad was retrieved. A circular stapler was used to complete the anastomosis. They irrigated and closed the patient. The patient is currently okay.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information: the analysis results found that the device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad is no longer attached to the clamp arm, further functionally testing could not be performed.